Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the reservoir was loose in the reservoir housing. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with stripped battery cap coin slot(p), minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.